Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Device not returned.

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicmo12.6, -07.00 diopter implantable collamer lens in patient's left eye on (B)(6) 2016. Low vault with no rotation was noted. The lens was explanted and exchanged for a longer length lens with a similar diopter size on (B)(6) 2016. This resolved the problem. Patient's last visit on (B)(6) 2016, ucva was 20/20.

Manufacturer narrative:
Additional information: device evaluation: product evaluation found that the lens was returned dry in the lens case/vial. Clear surgical residue/debris was present on the product. Visual inspection found that the haptic was broken. Corrected data: (B)(4).